Event description:
It was reported to boston scientific corporation that resolution 360 clip device was to be used during a colonoscopy procedure performed on (B)(6) 2022. During preparation, it was noticed that the clip was bent where the sheath and the back end of the clip connect. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of bushing had one hook deformed.

Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and the device had evidence of soft deployment. Microscopic examination was performed, and it was found that the capsule bottom part was damaged (specifically on the locking tabs). There was no sign of activation found on the clip and the device had evidence of residues on the clip assembly. Additionally, the bushing had hit marks on the inside face and had one hook deformed. An x-ray analysis shows that the yoke did not reach to open the locking tabs. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. It is possible that the device manipulation during preparation, such as an excessive force applied in the most distal section of the clip assembly, could have caused the partial separation of the clip, and once the clip assembly is detached from the bushing, the device lost its functionality. Another possible scenario is that while manipulating the device during preparation, the device hit against a hard surface, justifying the damages found on the clip assembly and in the bushing. In addition, in order to have a clearer analysis, the device had an x ray performed, and showed that the yoke did not reached the locking tabs to open them; therefore, excluding the possibility that the root cause of the soft deployment was an activation of the device. Additionally, the hit marks found on the bushing is likely due to the interaction between the yoke and the capsule, when the device was actuated. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.